Event description:
The user facility reported an 88-year-old patient presented with severe aortic stenosis (as), aortic valve area (ava) of 0.8 centimeters², was found to have a severely calcified microvascular disease during diagnostic catheterization. It was reported that while on impella cp after looking under fluoro, the long impella sheath appeared to be kinked at the level of entry into the vessel. Weaning was successful, the device was explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ this report is being filed as part of a retrospective review of historical records.